Manufacturer narrative:
Concomitant products: product ID 3986a, lot # n264861, implanted: (B)(6) 2011, product type lead; product ID 3986a, lot # n186229, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient had issues with the lead shortly after implant. The reporter stated they had a short on one of their leads and they had to have a revision. Additional information was requested, but was not available as of the date of this report.